Event description:
Customer reported several issues with the luer lock syringes including cracked barrels, plungers sticking, and the syringe breaking while injecting medications. No information was received regarding any serious injury because of this product malfunction.

Event description:
Customer reported several issues with the luer lock syringes including cracked barrels, plungers sticking, and the syringe breaking while injecting medications. No information was received regarding any serious injury because of this product malfunction.